Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 150 mg/dl. During troubleshooting with tandem technical support, no issues were identified with the supplies. The customer changed the site to resolve the alarm.